Manufacturer narrative:
It is not clear if the device is available for investigation since the catheter was reattached to the drain. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Rep reported that the surgeon placed a bactiseal external ventricular drainage catheter at the bedside in the surgical intensive care unit. He was later called by the unit staff, to report the bevd was leaking near the connection to the drainage system. Surgeon discovered that the bevd catheter had a small slice, 3cm from the proximal end of the catheter that attaches to the drain. As a result, the surgeon cut the bevd catheter just below the slice and reattached it to the drain tubing.